Manufacturer narrative:
The reported event that the tip of the screwdriver blade is broken off could be confirmed. Based on investigation the root cause of the determined tip breakage/deformations of the returned blade was attributed to a user related issue. The tip breakage/deformations were caused by the action of too high torsional and bending forces. Indications for material or mfg related failures were not found in the investigation.

Event description:
It was found that the tip of the screw driver blade was broken when it was checked upon the inspection of the returned loner kit from the hosp. No detailed info on how the blade was broken was not available from the hosp.